Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system was explanted due to infection. The patient was administered intravenous antibiotics, and it was indicated that the patient was hospitalized. It was noted that the follow-up was increased. The patient is 100% pacer dependent, and would stay in the hospital until the infection was cleared and a new system could be implanted. No additional adverse patient effects were reported.